Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she had experience to hyperglycemia. Customer's blood glucose level was 600 mg/dl at time of incident and 500 mg/dl and treated with manual bolus. Customer reported that the insulin pump had no delivery alarm. Customer had expressed may be indicative of the possible onset diabetic ketoacidosis. The insulin pump will not be returned for analysis.